Manufacturer narrative:
There was no product sample returned for evaluation associated with this complaint. Because a sample was not returned, neither visual inspection nor functional evaluation was able to be performed. A lot number was not identified and therefore a device history record (DHR) review could not be performed by the manufacturing site. Potential root causes for the compartment syndrome are improper hook and loop position on the sleeve and air chamber volume being too small. These would relate to a sleeve wrapped with excessive tightness or incorrect sleeve size respectively. This information will be utilized for tracking and trending purposes.

Manufacturer narrative:
Submit date 04/20/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a compression sleeve. The customer states that compartment syndrome occurred after 8 hours of use. Patient current condition is fine.